Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, slow blood flow was noted in the iliofemoral artery and a right femoral artery dissection was noted. The inline sheath was used and the minimum access vessel diameter was 4.7 mm. The delivery catheter system (dcs) was inserted without issue, however there was difficulty advancing and a "pop" was f elt as the dcs advanced. Subsequently, a stent was placed. No other adverse patient effects were reported.